Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital following an episode of dizziness or syncope. It was noted there was noise and high out of range impedance measurements that were being monitored on the right atrial (ra) lead. No sensing was noted on the right ventricular (rv) lead or the left ventricular (lv) lead as the patient is pacemaker dependent. Loss of capture was noted on the lv and rv leads. It was indicated the patient has a previous competitor pacemaker system implanted, but the system had been deactivated. The competitor confirmed that even though the pacemaker was programmed off, it would still operate at vvi 65 mode. It was concluded the pacing spike detected by the implantable cardiac defibrillator was the spike from the pacemaker. As a result, the pacemaker was immediately explanted. No further inhibition was noted. No additional adverse patient effects were reported.